Manufacturer narrative:
(B)(4). The customer replaced the oxygen mixer and the reported issue was resolved. Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown. Medtronic-covidien was not authorized to conduct evaluate/repair the device, the customer returned the oxygen mixer. The evaluation and repair of the oxygen mixer has not been completed.

Event description:
It was reported that during patient use the ht70 ventilator had an oxygen leak at the connection between the mixer and the oxygen tubing. There was no patient harm/injury reported as a result of this event. The device was continuously used on the patient after the leak, as the ventilator did not stop cycling.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The oxygen mixer was received and although the customer reported issue of a leak between the pressure resistance tube and the mixer connection was verified; the root cause of the volume measurement could not be determined and there were no other anomalies observed.